Manufacturer narrative:
Merge technical support remotely accessed the customer's server and found that the pdm (patient data module) was not connected. It was suggested that the user check the leads and make sure the power source was connected properly. The customer stated that the coil cable was not "fully covered" indicating that wires were exposed on the cable. Replacement hardware was shipped to the customer on 17nov2016. The customer confirmed that the system was working correctly after replacement hardware was installed. Device labeling, hemo v9.40 user manual, addresses such an occurrence with statements such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required."

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that during a procedure the ECG signals dropped, there was no heart rate reading, and question marks (?) Displayed on the hemo monitor. Information obtained from the customer revealed that there was ~15 minute delay while troubleshooting efforts were performed. Subsequently, the procedure was completed using a "manual machine" but the type of machine was not disclosed by the customer. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could result in harm to the patient. The customer reported that procedure was completed successfully using alternate means. (B)(4).